Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a correction bolus via the pump and successfully loaded a new cartridge with guidance from technical support, allowing the resumption of insulin therapy.